Event description:
It is reported that when unpacking the implant, the nurse got stung by a small metal thread. The fiber metal mesh had loose wires.

Manufacturer narrative:
This report will be amended when our investigation is complete.